Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Patient identifier: complete entry is (B)(6). No specific patient information was provided.

Event description:
The customer reported a false positive architect total b-hcg result. Sample ID (B)(6) generated a result of 1789.12 miu/ml which was discrepant with the patient's medical history. The sample was retested and generated less than 1.2miu/l. No report to patient management provided.

Manufacturer narrative:
Review of complaint trending reports for the architect total b-hcg assay did not identify any related trends. Review of complaint activity for lot 92571ui00 did not identify an increase in compaint activity associated with the complaint issue. Using worldwide field data the historical performance of the complaint lot was reviewed. The patient median result for the lot was analyzed and found to be comparable to all other lots in the field and within the established limits which confirms no systemic issue for the lot. The reagent lot was further evaluated through performance testing. An in house retained kit of reagent lot 92571ui00 was used to test panels which mimic patient samples. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect total b-hcg assay was identified.